Event description:
The pt was revised because of pain.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the surgeon felt the head used was too big and the pt needed a glenoid prosthesis. Provided info marked on the device experience report is marked that the prods are no suspected of failing to meet specs. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.